Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four appropriate treatments, an inappropriate treatment, and a non-lifevest defibrillation. The device was started up at 23:54:28 on (B)(6) 2025. At 12:09:14 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bm with pvc¿s. The rhythm then degraded to vt @ 190 bpm. At 12:09:49, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 12:10:24, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 12:10:55, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt. At 12:11:23, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 60 bpm with pvc¿s. The rhythm then degraded to vt @ 210 bpm with CPR/electrode lead fall off. At 12:13:14, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm CPR/electrode lead fall off. Post shock rhythm was vt @ 240 bpm with tactile artifact. At 12:13:41, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 250 bpm with tactile artifact. Post shock rhythm was CPR/electrode lead fall off. The patient received the non-lifevest defibrillation 5 seconds before the next lifevest treatment was delivered. At 12:13:46, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with tactile artifact. Post shock rhythm was one sinus beat degrading to vt @ 220 bpm. The electrode belt was disconnected at 12:13:56 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four appropriate treatments, an inappropriate treatment, and a non-lifevest defibrillation. The device was started up at 23:54:28 on (B)(6) 2025. At 12:09:14 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bm with pvc¿s. The rhythm then degraded to vt @ 190 bpm. At 12:09:49, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 12:10:24, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 12:10:55, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt. At 12:11:23, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 60 bpm with pvc¿s. The rhythm then degraded to vt @ 210 bpm with CPR/electrode lead fall off. At 12:13:14, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm CPR/electrode lead fall off. Post shock rhythm was vt @ 240 bpm with tactile artifact. At 12:13:41, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 250 bpm with tactile artifact. Post shock rhythm was CPR/electrode lead fall off. The patient received the non-lifevest defibrillation 5 seconds before the next lifevest treatment was delivered. At 12:13:46, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with tactile artifact. Post shock rhythm was one sinus beat degrading to vt @ 220 bpm. The electrode belt was disconnected at 12:13:56 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction caused or contributed to an adverse event as the device was able to detect and treat vt on the date of the event.